Event description:
The customer stated that insulin leaked at the connection between the infusion set and the reservoir. The reported blood glucose reading was 143 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.